Event description:
It was reported that this pacemaker exhibited low out of range pace impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.